Event description:
During the procedure, the physician used a cook endoscopy tracer metro wire guide. The duct was cannulated with a cook endoscopy tracer metro wire guide. When removing the wire guide, the physician noted a small portion of the wire guide coating tip (<1mm in length) separated from the wire guide and adhered to the papillary area. Resistance during wire guide removal was not encountered. The small section of the wire guide coating was left to pass naturally through the gastrointestinal tract. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we are unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the intended use listed in the instruction for use indicates this device is used to assist cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to wire guide coating detachment. The instruction advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating detachment. If the endoscope or accessory device used with this device contains a sharp area or burr, this could contribute to wire guide coating detachment. Prior to distribution, all tracer metro wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further reaction is required. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.